Manufacturer narrative:
Journal article: comparison of first- and second-generation drug-eluting stents in patients with st-segment elevation myocardial infarction based on pre-percutaneous coronary intervention thrombolysis in myocardial infarction flow grade authors: yong hoon kim, ae-young her, myung ho jeong journal: journal of clinical medicine year: 2021 reference: doi.org/10.3390/jcm10020367. There is no established or suspected causal relationship between the device and the death events. Deaths are common occurrences in clinical studies, however the cause(s) of death are often not characterized or clearly associated with a particular product. Therefore, deaths will not be considered reportable unless clearly stated as being associated with a medtronic device. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled "comparison of first- and second-generation drug-eluting stents in patients with st-segment elevation myocardial infarction based on pre-percutaneous coronary intervention thrombolysis in myocardial infarction flow grade" was submitted. The aim of this retrospective cohort study was to investigate the two-year clinical outcomes between first generation and second-generation drug-eluting stents (des) based on pre-percutaneous coronary intervention (pci) thrombolysis in myocardial infarction (timi) flow grade (pre-timi) in patients with st-segment elevation myocardial infarction (stemi). Zotarolimus eluting stents (zes) were among the devices used. During a two year follow-up period, reported clinical outcomes included all cause death, cardiac death, revascularization, recurrent myocardial infarction and stent thrombosis (definite and probable).